Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a second transcatheter bioprosthetic valve, was implanted valve-in-valve for unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was reported that this transcatheter bioprosthetic valve was implanted valve-in-valve due to the degeneration of a previously implanted non-medtronic valve. There was no alleged product issue involving the transcatheter bioprosthetic valve. No further information was available and no additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.